Manufacturer narrative:
This follow-up report is being filed to relay information which was unknown at the time of the initial medwatch and to correct information that was reported in error on a previous medwatch. Patient was not revised on (B)(6) 2015 as was previously reported and a revision has not been scheduled. The surgeon and sales reps wanted to talk about all the available options they have before scheduling a revision.

Event description:
It was reported the patient underwent total knee arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision procedure; however, no revision has been scheduled or reported to date.

Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to unknown reasons.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.